Event description:
It was reported by service report that the right siderail assistant system cable was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - broken siderail assist cable.